Event description:
It was reported that during a lap gastric banding procedure, the tip of the device broke off in the pt. They retrieved the piece. The site used a new device to complete the procedure. There was no pt consequence.